Manufacturer narrative:
(B)(4). Manufacturing site evaluation: the received saw is broken off at the connection to the shaft. The saw blade is 13 years old. Hardness testing was measured and found to be within specification. Lot number was not reported and therefore, a review of the device quality and manufacturing history records was not possible. The saw blade broke due to a mechanical overload situation; failure is user related. No corrective or preventive action is necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). Intra-operative break of saw blade.